Manufacturer narrative:
Product evaluation: complaint history and product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: 2017-103223.

Event description:
A facility representative reported black film substance inside of a cartridge during an intraocular lens (iol) implant procedure. No known issues were observed with the patient.

Manufacturer narrative:
Additional information provided. (B)(4).

Event description:
Subsequent follow up from the md indicates, ¿it turns out that the case referenced below was not an issue with foreign material on the lens. There were small scratches on the edge of the lens, which is of no consequence to the patient or surgeon and usually related to mechanical damage when it is loaded or unloaded.¿